Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a " bridge test failed" message. Complainant indicatedthat there was no patient involvement in the reported malfunction.